Event description:
Pt called lfs and alleged that their meter would only prompt an error 2. The pt stated that the test strips were in good condition. It is not known how long the pt was unable to test on the meter. The issue was not resolved with troubleshooting. The pt reported that on the day of the event, the pt stated that their speech was impaired. The pt attempted to test on the meter and obtained an error 2 message. Pt contacted the paramedics who arrived and obtained a result of 24 mg/dl. The pt was treated with glucose. Based on the information provided, there is evidence of meter malfunction. There is also evidence of a serious injury. The meter is being replaced for the pt. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more information. No further information has been reported.